Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was greater than 500 mg/dl. Elevated blood glucose was addressed by a manual insulin injection. System check was being performed, however the customer declines to complete the check. Customer reverted to manual insulin therapy.